Event description:
Event description guidant received information that during advancement of this guide catheter, the distal segment of the patient's coronary sinus was perforated resulting in a cardiac tamponade.